Event description:
Alleged complaint: received that the head hi/low was drifting down. No injury reported.

Manufacturer narrative:
Tech found the valve solenoid was bad, causing the head hi/low to drift down. Replaced the valve solenoid to resolve this issue. Bed located in bed shop.